Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive motor error alarms and excessive no delivery alarms. Customer's blood glucose was 480 mg/dl. During troubleshooting for motor error alarm, customer reported of being able to rewind insulin pump. Insulin pump passed displacement test. Customer was advised to monitor insulin pump.